Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid® tracheostomy soft seal cuff would not inflate. This event occurred twice in a row. The cuff was tested prior to use and the reporter found no leakage. A tracheostomy tube change was required. The outcome of the incident was full resolution. No permanent injury was reported. See MFR: 3012307300-2017-00930.